Manufacturer narrative:
The device has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the course of a procedure, the shield fell off of the device and the tip was cracked. The surgeon was able to locate all the pieces of plastic except two pieces. These were not found in the surgical site. An x-ray was taken to locate the plastic pieces but because they were plastic did not appear on the x-ray. The surgery was completed with a back-up device. There were no delays and no other adverse consequences reported related to the plastic pieces.